Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of missing depth markings was confirmed but the cause is unknown. A single photograph of a section of 4fr single-lumen groshong catheter shaft tubing was returned for evaluation. A large section of depth markings was missing from the catheter. In addition, the visible depth markings appeared to be smeared and/or incomplete. Potential root causes could include a manufacturing issue related to the printing process or clinical processes (e.g. Cleaning agents). This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that no scale markings on the catheter body. No further details available or provided 10/15/2025 - it was found during investigation the visible depth markings of the catheter appeared smeared and/or incomplete.